Event description:
Reporter alleged obtaining discrepant blood glucose results of 59 mg/dl back to back with a result of 347 mg/dl when testing was performed on the advantage/voicemate system. The reporter reports the testing was after he took the meter apart for the customer and adjusted a stuck memory button. It was reported that the customer did not take any actions or inactions based on the device readings. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.